Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd ultra fine¿ pen needles clogged during the lantus injection, and all were found with their non-patient end needles bent. The consumer reportedly performed flow checks before use, with some needles delivering medication during the check but not the injection. The following information was provided by the initial reporter: "item 320122, lot # 8197885 exp 7-31-2023 found 6 pen needles clogged and then noticed non patient end bent. Using with lantus new needle each injection and does flow check some pen needles found to complete flow check and not injection. Some pen needles found to not complete flow check found all 6 to have non patient end bent while I was on call with consumer."

Manufacturer narrative:
Investigation: customer returned (6) 32g x 4mm bd pen needles without tear drop labels attached (used). Consumer reported found 6 pen needles clogged and then noticed non patient end bent. All 6 returned samples were examined and exhibited bent non-patient end cannulas. Since the samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error during pen needle attachment to the pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen.

Event description:
It was reported that 6 bd ultra fine¿ pen needles clogged during the lantus injection, and all were found with their non-patient end needles bent. The consumer reportedly performed flow checks before use, with some needles delivering medication during the check but not the injection. The following information was provided by the initial reporter: "item 320122 lot # 8197885 exp 7-31-2023 found 6 pen needles clogged and then noticed non patient end bent. Using with lantus new needle each injection and does flow check some pen needles found to complete flow check and not injection. Some pen needles found to not complete flow check found all 6 to have non patient end bent while I was on call with consumer."